Manufacturer narrative:
A customer from (B)(6) alleged result discrepancies generated between the cobas® sars-cov-2 assay and the cepheid assay during a validation run. None of the original negative roche results were released and no harm was alleged. An investigation was performed to evaluate the customer issue which did not identify a product problem. Differences between the two technologies and samples near the limit of detection (lod) could account for the discrepancies. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged result discrepancies generated between the cobas® sars-cov-2 assay and the cepheid assay. Four patient samples generated negative results and were retested to validate the cepheid assay which returned positive results. The original negative results were not released, only the cepheid results. There was no harm alleged and no reported change in patient treatment. The samples collected were nasopharyngeal specimens with classic swabs tm e floqswabs tm and stored in the copan universal transport medium (utm-rt) system. Although requested, there were no samples available for return for further testing. There is no raw data for the cepheid results and relevant CT values cannot be determined. However, the customer supplied photo evidence of positive results generated for the alleged samples. Note, both the cobas® sars-cov-2 and cepheid xpert® xpress sars-cov-2 tests target the same e-gene for a pan-sarbecovirus detection, however, for sars-cov-2-specific detection, the cobas® sars cov-2 test targets the orf1a/b gene while the xpert® xpress sars-cov-2 test targets the n-gene. Therefore, the differences in the test designs could be a potential cause of the discrepancy. Additionally, it is possible that the samples could be near or lower than the lod of the cobas® sars-cov-2 assay. The customer¿s workflow or possible mismatches cannot be ruled out. An investigation into cobas® sars-cov-2 kit lot g09402 was performed to rule out any reagent kit contribution. No product problem related to the customer allegation was identified.